Event description:
The pt's system was explanted due to infection. Cause of infection was pseudomonas.

Manufacturer narrative:
The product was discarded by the surgical ctr and will not be returned for eval.